Manufacturer narrative:
(B)(4).

Event description:
It was reported that the balloon couldn't be inflated after insertion. Therefore, a new intra-aortic balloon (iab) kit was successfully, used. Patient outcome reported as fine. There was no patient death, serious injury or patient complication reported.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of the iab would not inflate completely is not confirmed. Although, the root cause of the complaint is undetermined the returned iab passed the visual and functional test. The returned iab bladder was fully intact with no damage noted. No further action required at this time.

Event description:
It was reported that the balloon couldn't be inflated after insertion. Therefore, a new intra-aortic balloon (iab) kit was successfully, used. Patient outcome reported as fine. There was no patient death, serious injury or patient complication reported.